Event description:
It was reported that the patient's family member stated the patient is having shortness of breath while walking. They also reported the patient's heart rate increases and they don't know if the device is working right. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.